Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out it was noted that the right atrial (ra) lead and the right ventricular (rv) lead both had experienced insulation damage and exhibited oversensing and noise. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.